Event description:
The user facility reported during a patient procedure while using their advance capsule endoscope delivery device the pill cam holder became detached when delivering the pill cam and fell into the patient. The pill cam holder was retrieved and the procedure was completed successfully. No report of injury. A short procedure delay was reported.

Manufacturer narrative:
Upon further investigation it was learned there were no abnormalities noted during the pre-procedure check. The advance capsule endoscope delivery device subject of the reported event was not returned for evaluation. As the device was not returned for evaluation a root cause cannot be determined. The instructions for use (IFU 731119) contains the following instructions, "if this unit does not function properly, do not use this product and please contact your local product specialist." A steris account manager offered in-service training on the proper use and operation of the advance capsule endoscope delivery device; however, the user facility has declined. The device history record (DHR) was reviewed and confirmed the lot was manufactured to specifications. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.